Event description:
It was reported that t:slim x2 pump battery would not charge, even though no low power or shutdown alerts and no power source alerts were present and charger, wall adapter, and outlet were confirmed to be working. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to leave wall adapter plugged into a known working outlet for at least 30 consecutive minutes, and during follow-up it was confirmed that pump was working properly, with no additional actions reported.